Event description:
As reported, a physician had an issue with a 5f mynx grip vascular closure device (vcd) getting stuck in an unknown sheath. The physician explained that he prepped the device and began using it per the instructions for use (IFU). The physician shuttled down to deploy the sealant, and then when he went to remove the sheath to marry it back up at the top of the device, it would not move and was stuck. The physician ultimately deflated the balloon and removed the whole device and held manual pressure for hemostasis. The physician played around with the device afterwards to try to figure out why it got stuck so this will be evident on the device return. The mynx vcd was used in an interventional procedure employing a retrograde approach. The deployer was certified in the use of the mynx device. The sheath introducer used was a 5f non-cordis sheath. Regarding the femoral puncture site, the suitability of the femoral artery was verified using angiography, including confirmation of a vascular sheath insertion angle between 30-45 degrees. The vessel type was arterial, and its diameter was verified to be greater than or equal to 5 mm. There was no significant resistance when shuttling down, no excessive force was applied during shuttling, and no unusual force was applied when retracting the sheath; however, despite regular removal force, the sheath could not be removed. Additionally, the storage temperature of the device did not exceed 25°c. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a physician had an issue with a 5f mynx grip vascular closure device (vcd) getting stuck in an unknown sheath. The physician explained that he prepped the device and began using it per the instructions for use (IFU). The physician shuttled down to deploy the sealant, and then when he went to remove the sheath to marry it back up at the top of the device, it would not move and was stuck. The physician ultimately deflated the balloon and removed the whole device and held manual pressure for hemostasis. The physician played around with the device afterwards to try to figure out why it got stuck so this will be evident on the device return. The mynx vcd was used in an interventional procedure employing a retrograde approach. The deployer was certified in the use of the mynx device. The sheath introducer used was a 5f non-cordis sheath. Regarding the femoral puncture site, the suitability of the femoral artery was verified using angiography, including confirmation of a vascular sheath insertion angle between 30-45 degrees. The vessel type was arterial, and its diameter was verified to be greater than or equal to 5 mm. There was no significant resistance when shuttling down, no excessive force was applied during shuttling, and no unusual force was applied when retracting the sheath; however, despite regular removal force, the sheath could not be removed. Additionally, the storage temperature of the device did not exceed 25°c. The reported event of ¿sealant device deployment jam¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the issue reported. Handling factors may have been a contributing factor to the reported failure. As per step 3: remove device instructions, users are to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Based on the information available for review, there is no indication to suggest that the reported. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.